Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and results obtained of 91 and 61mg/dl. The customer's expected fasting blood glucose test result range is 95 to 124mg/dl. The customer reports feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 2/1/2017. The meter memory was reviewed for previous test result history (B)(6). (B)(6) calling on behalf of a customer and states that she gave customer 2 true track meters and a true metrix meter and they are not working. Both meters are out of range and are giving high blood results. (B)(6) states that the true track gave him results in the 300smg/dl but he was having symptoms of low blood sugar feeling blurry and feeling dizzy. Customer ran a blood test using the true track and got 99mg/dl but on his true result he got 71mg/dl. The true metrix gave result of 91mg/dl but his true result read 61mg/dl. Customer states that the true result meter is the only meter that he has confidence in and it is giving him results that is in comparison to how he is feeling. Customer was aware that the product is discontinued. Customer is taking insulin. Customer states that both the true track and the true metrix meter are not correct. Customer normal glucose range is 95-124mg/dl fasting and he test 5-6 times a day. Customer return all 3 meters because they are not working.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) ( pharm tech) is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and results obtained of 91 and 61 mg/dl. The customer's expected fasting blood glucose test result range is 95 to 124 mg/dl. The customer reports feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer return all 3 meters because they are not working.